Event description:
The customer reported that the insulin pump had water under the screen. Troubleshooting was performed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display, as a result of a corroded electronic and motor home switch.